Manufacturer narrative:
On 4-aug-2021, bwi received additional information regarding the event. The physicians opinion: physician¿s opinion: ablation in the roof of the left atrium. Could have been caused by discrepancy in the map location due to patient movement. We asked the doctor several times whether he would like to remap as there was a clear map shift (approx. 5cm) though he felt at the time this was not necessary. Intervention provided: pericardiocentesis, drugs to slow bleeding & replacement units of blood. The patient required extended hospitalization because of the adverse event. Additional information received 10-aug-2021: the approximate difference in catheter location before and after map shift: as stated in my previous email based on the distance between the catheter (in contact e.g. With force) and the previous fam ¿ 5cm. We suggested remapping multiple times but the doctor this not feel this was necessary. Map shift was unresolved. The consultant used force and fluoro to indicate his new location. No abnormalities in flow were observed during or after ablation. Settings were standard. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. Ablation was performed. Physician believes tamponade occurred as a result of perforation during roof ablation. There was no error/warning message regarding the flow. Irrigation pump setup was automatic mode. Smartablate was used on power mode at 45-50 watts. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 8-nov-2021, the product investigation was updated as bwi received the lot number and brand name for the complaint device. The lot number was updated to 30498481m. The complaint device is a thermocool® smart touch¿ electrophysiology catheter. Section d has been updated accordingly. Additionally, a manufacturing record evaluation was performed for the finished device 30498481m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(6). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent a pulmonary vein isolation (pvi) ablation procedure with an unknown smart touch unidirectional sf catheter. The patient suffered cardiac tamponade requiring pericardiocentesis and cardiac arrest. The effusion was found post ablation of pvi¿s and roof line. Patient was under conscious sedation and complained multiple times of pain throughout the procedure. Patient movement resulted in multiple geometry shifts (due to patient tolerance the decision was made not to remap). Forces observed were within normal range. Physician believes effusion occurred during roof ablation. A cardiac drain was inserted and crash team responded to the arrest. Patient outcome was successful and patient is now stable. Since this event is life threatening and required interventions to prevent permanent impairment of a body function or permanent damage to a body structure, then is to be considered serious and MDR-reportable.